Event description:
It was reported that during follow-up, high impedance and capture thresholds were observed on the left ventricular lead. X-ray imaging was normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.